Event description:
It was reported that during the removal from the packaging the device had black spots that looked like lint on it. No patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The product was returned in a good condition. The visual testing showed the issue can be duplicated. Conducted a visual observation of the returned product(s), and the customer reported problem was confirmed. No other anomaly was observed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.